Event description:
It was reported that the 2800 system leg extension was broken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The leg extension was replaced during the service call. The system was tested and found to be working as intended, and put back into service.